Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was at end of service (eos) level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and intermittent high current drain was noted.

Event description:
It was reported during in clinic follow up that the insertable cardiac monitor (icm) exhibited premature battery depletion. The device will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction to h6.

Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2025. The patient was stable.